Manufacturer narrative:
The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type extension, product ID 64002, lot# unknown. Product type adapter, product ID 3550-29, lot# unknown. Product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient potentially had some scar tissue because the patient had the device for a long time, and it was "unknown what impact that could make". The scarring allegedly led to some other issues later in life. It was reported that the patient died during their sleep the night prior to this report. The death was stated to be possibly related to the scarring and "other issues later in life", but it was not known if the death was directly related. It was also reported the patient had some behaviors that were "maybe related" to the device and scarring; the patient "just declined" and acted annoyed/angry. It was also noted it could be related to disease progression. The scarring allegedly started "probably about 7 years" prior to the report. The patient was implanted for essential tremor and movement disorders.